Event description:
It has been reported to philips that the device would not start up, stalling at 00:00. The user performed a restart of the system, but the issue persisted. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Upon troubleshooting, fse found the grabber card error in flexvision pc that controls the large monitor in the examination room. To resolve the issue, fse restarted the system. Later the fse replaced the flexvision pc and hard disk in another work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.